Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a bad video cable. The evaluation found no sense of switch depression for button #1 due to a faulty switchboard. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the camera head displayed an e224-error message-camera head communication error code, story books in all corners of screen, and a dark image on screen. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the reported event occurred due to a faulty cable. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. " olympus will continue to monitor field performance for this device.